Event description:
It was reported that the patient experienced shocking or jolting sensation. It was stated that the device was replaced after 18 months due to intermittent shocking of the entire body that occurred about 2-4 times a day.

Manufacturer narrative:
Concomitant products: product ID 3889-33, lot# v847586, implanted: (B)(6) 2012, product type lead. (B)(4).